Event description:
On 12/15/1998, following a diagnostic procedure, an angio-seal device was placed in a pt's left groin. Reportedly post deployment, the pt was taken to surgery due to signs or symptoms of vessel occlusion. The pt was then noted to have been discharged without further sequelae. As of 5/28/1999, there has been no further report to the MFR of complications or additional pt sequelae.